Event description:
It was reported that the patient had a stimulator for chronic pain that the patient believed was defective. The patient was seeking a trustworthy doctor to explant the system. It was noted that the patient was "stuck in bed with another problem, cervical stenosis" and needed the device removed as soon as possible. It was reported that the device caused her pain. Additional information received on the same day reported that the patient experienced a shocking or jolting sensation. It was noted that the device the patient was implanted with her current device in 2009 and it had never worked. The stimulation was reported to feel like the patient was being electrocuted or shocked. It was noted that the patient additionally experienced numbness, pressure, and a "nerve-pinching feeling" on the lower part of her right rib. It was noted that there was a laminectomy performed to implant the patient's lead and she recalled feeling these symptoms immediately after implant. The patient's cervical stenosis reportedly started in (B)(6) 2013. Additionally, it was reported that the patient had bruising and heat at her implantable neurostimulator (ins) site that is very sensitive at the time of report and the patient was not able to wear her back brace. These symptoms had been reportedly going on for "a while." The patient was reportedly down to four prescriptions and had gone from (B)(6) lbs over the past three years. It was further noted that the patient had a spinal fusion on l4 and l5 in 2005 and had titanium rods and screws in her back. The patient stated that she "had a lot of scar tissue" because her device had been implanted since 2009. It was noted that the patient had stopped charging the device and declined to meet with the manufacturer's representative because "in the past they wanted to meet her at a (B)(6) parking lot." Additional information received two weeks later reported that the patient would be working with her doctor for removal surgery scheduled on (B)(6) 2014. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37092, lot# 227200004, implanted: (B)(6) 2009, product type: accessory. (B)(4).